Manufacturer narrative:
Zimvie dental complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that patient came in for uncover and experienced some pain while implant was being tested for integration. Implant was removed and infection was present.